Event description:
The customer contact reported no flow. The unspecified symbiq tubing set was being used to deliver an unspecified medication at a rate of 3ml/hr, via a symbiq pump. After an unspecified length of time in use, it was reported that the solution level in the soluset was not decreasing: however, the pump display indicated that solution was being delivered. The pump was replaced and the therapy was resumed. It was reported that approximately 3 minutes after the delivery was started on the second pump, the pump alarmed and displayed an unspecified message. The tubing set was replaced and the therapy was resumed. Multiple unsuccessful attempts have been made to obtain additional information, including the medication being delivered and if there was any adverse pt effects, delay in therapy critical to this pt or if medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).